Event description:
The patient had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. Over two months later, the surgeon washed out the joint due to infection and performed an exchange of the onlay insert component.

Manufacturer narrative:
A tibial insert, or poly, exchange is a common and routine practice following infection of knee joint with arthroplasty components as a preventative measure to ensure that no infectious organisms are present on the poly after the joint is washed out. The poly component is more susceptible to harbor infectious organisms due to its material properties. The poly also acts as the main contact surface in the joint. Due to the length of time between the original makoplasty procedure and the date of infection, it is unlikely that the infection was caused by the index makoplasty procedure or any mako components used during the procedure.